Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer fell on ice causing the touch screen to became shattered and unresponsive. Reportedly, the whole screen of pump became black. Customer's blood glucose was 119 mg/dl. Customer reverted to manual injections for insulin therapy.